Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation and three xray images were provided for review. The first shows the detached segment of the catheter with the port on the chest wall. The second is a chest xray with the port on the chest wall, but the catheter is not seen due to the density of the cardiac shadow. The final image is a series of CT scans with an xray. The CT appears has a density in the cardiac image. The remaining images are not clear. Gross visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 22.9cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. The edges of the complete circumferential break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round/smooth in the other region. Therefore, the investigation is confirmed for the reported catheter fracture, suction issue, material separation and identified catheter wear and deformation issues. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4(unique identifier (UDI), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular approach for chemotherapy administration. 8 months and 29 days post procedure, the patient returned to the hospital due to feeling unwell, and a plain abdominal x ray revealed complete fracture of the catheter, confirming catheter breakage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. Photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2025, the patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular approach for chemotherapy administration. 8 months and 29 days post procedure, the patient returned to the hospital due to feeling unwell, and a plain abdominal x ray revealed complete fracture of the catheter, confirming catheter breakage. There was no reported patient injury.